Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it was discarded. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.

Event description:
It was reported this right atrial lead was explanted (discarded) due to excessive noise. There was a large hole in the insulation where the lead was rubbing between the bone and the can. The device was actively implanted for approximately 5 years, 1 month.